Event description:
General report received of an unspecified number of undocumented incidents of no flow. The secondary tubing sets were connected to the proximal ports of unspecified primary tubing sets and were being used for piggyback deliveries of unspecified antibiotics via unspecified pumps. The primary solution containers were lowered below the secondary solution containers and the deliveries were started. After unspecified lengths of time in use, the nurses noted that the antibiotics had not delivered. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device were discarded.